Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h11. The following sections were corrected: h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right left was revised approximately 2 year 4 months post initial operation. The patient presented pain to the surgeon. Surgeon removed all the components and replaced them with a competitors device. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6), 200-04-43 - cemented finned tib. Tra sz 4f/3t, (B)(6), 200-02-38 - three peg patella 38mm, (B)(6), 02-010-04-0240 - logic cr femoral por, left, sz 4, (B)(6), 02-012-47-4009 - logic cr tib insert std, sz 4, 9mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.